Event description:
It was reported that intermittent altitude alarms occurred. There was no adverse impact to the customer¿s blood glucose level. Customer resumed insulin delivery using original cartridge.